Event description:
Device tip detached in pt's joint during shoulder arthroscopy. Fragment was subsequently removed without any add'l intervention. No clinical sequelae or further complications are reported.